Event description:
It was reported that during a pre-use check, it was noticed the connection pin was missing causing the main unit to not recognize the tubing set was installed. No patient involvement.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). One device sample was received with its original packaging label, in used condition, and decontaminated inside a plastic bag. Two (2) photos were provided by the customer, picture one shows the packaging and the l-70 device, picture two shows a reflux connector. Per visual inspection, it was detected that the sample does not contain the triangular tab on the reflux connector. Based on the visual inspection results the complaint is confirmed. The root cause manufacturing in which the procedure was not correctly followed in the assembly components and verification after the assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. An awareness notification was made by the quality engineer to make aware of the importance of following the procedure and prevent missing/incorrect components.